Event description:
In 1996 placement of greenfield filter placed for dvt treatment. In 2018 cat scan showed occlusion of ivc. Large amount of scar tissue noted above and below filter. Being evaluated by (B)(6) for laser sheath removal of filter and scar tissue.